Event description:
Cardiac resynchronization therapy pacemaker did not respond after defibrillation with lifepak 20e. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).